Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was discovered that the motor device had a hole in the hose. It was reported that there was a 10 minute delay in the surgical procedure. A spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a hole in the cord. Therefore, the reported condition was confirmed. It was determined that the hole in the cord was consistent with mishandling of the device by allowing the cord to come into contact with a sharp object which punctured the cord or by exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.